Event description:
On (B)(6) 2022 it was reported, by a sales representative via sems, that an ar-6480 dw arthroscopy fluid management device had an issue; the outflow was not working at all. This was discovered during use with no impact to the patient.

Manufacturer narrative:
The complaint is not confirmed. See the attached vendor evaluation for further details.